Event description:
It was reported to philips that the system lost an imaging hard drive, which could lead to a loss of live image. There was no reported patient or user harm. We are conservatively reporting this event , and philips has started an investigation.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that lost an imaging hard drive in the system. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.